Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 24-jan-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse confirmed the belt line errors on the instrument. Fse checked and verified the cables on opt and main boards are seated correctly. Fse also reseated the slave board #5. Fse then ran version up and reloaded the slave boards. Fse was told that another company's fse was scheduled to address the beltline component issue. On 26-jan-2018, tosoh fse received notification from the customer that another company's fse had adjusted the antennae in the belt line near the sample station the previous day. The aia-2000 instrument is functioning as intended and the errors cleared. No further action required from field service. A complaint history review and service history review for similar complaints was performed for serial (B)(4) from 23-dec-2016 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under a4, appendix 4: error messages, 7000 is mismatch error between the beltline specimen ID and the barcode. The error is generated when a mismatch error occurred between the barcode information read at the beltline suction position and the specimen ID information. The solution for the customer is to inspect the integrity of the specimen barcode and the beltline unit operation. Error 7101 is error notification from beltline. The code is generated when an error notification was received from the beltline. The solution for the customer is to inspect the beltline system. Error 7105 is beltline turned off specimen arrival signal. The code is generated when the smpok signal from the beltline was turned off during sampling. The solution for the customer is to inspect the beltline system. The most probable cause of the reported issue was due to belt antennae at the sample station needed adjustment.

Event description:
On (B)(6) 2018, a customer reported getting errors 7000 mismatch error between the beltline specimen ID and the barcode, 7101 error notification from beltline, and 7105 beltline turned off specimen arrival signal on the aia-2000 instrument. Customer also stated the belt line intermittently reads the barcode reader. Customer is unable to run alpha-fetoprotein (afp). On 24-jan-2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of afp patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. The beltline component is manufactured by another company and the fse for the company was also dispatched to address the reported event at the customer's facility.

Manufacturer narrative:
H2. Additional information a review of the device history record (DHR) was conducted for serial number (B)(4) which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. H11. Corrected data in sections b5 describe event or problem and h3 device evaluation by manufacturer / h10 additional manufacturer narrative of the initial report, the fse dispatched date stated 24-jan-2018. The corrected date is 23-jan-2018.

Manufacturer narrative:
This follow-up #2 is for a correction in the previously submitted follow-up #1 where the dates in these sections were incorrect. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Please note that this MDR MFR report #: 8031673-2018-00100 / importer report #: 3005529799-2018-00100 was previously submitted to the FDA on (B)(6) 2018; it was recreated as MFR report #: 8031673-2018-00100 per request by the FDA MDR data systems team representative. Corrected data: complaint review: the device was installed at the site on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed for serial number (B)(6) from (B)(6) 2017 through aware date 23jan2018. There were no other similar complaints identified during the searched period. This submission replaces the incorrectly labelled follow up#2. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.